Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, cocr corrosion claim (<10) left. Patient has bilateral hips. Products associated with which hip is unknown. Contralateral hip is captured in incident group (B)(4).